Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s initial lead moved, and she had to have another lead implanted in (B)(6) 2017. The patient reported that during an evaluation, they turned the stimulation up and the patient felt nothing. They did an x-ray and they determined that the patient needed another lead. No further complications were reported/anticipated. The indication for implant was non-malignant pain.